Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 33.0 mmol/l. The customer was treated at the hospital and blood glucose was stabilized at 15.0 mmol/l. Customer's blood glucose reading was 8.4 mmol/l at the time of call. No high blood glucose troubleshooting was performed. Customer also reported that the insulin pump had a pump error alarm during a self test. Customer was able to complete the insulin pump rewind process. The customer was advised to monitor and a replacement infusion set and reservoir will be sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2018.